Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty, while trailing, the tibial articular surface provisional broke. All pieces were recovered. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had nicks and gouges and the post feature was fractured off. Fracture analysis of the tasp showed that surface artifacts consistent with low cycle fatigue culmination in a bending overload fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.